Manufacturer narrative:
One opened sample, part number 1884004hr, from lot number 0214953770 was received for analysis. There was a residue consistent with biological contaminants on the device. Visually, the distal tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley. The outer assembly was deformed in such a way that indicates the inner blade teeth impacted the outer teeth at the 3rd proximal valley while moving in a ccw direction which resulted in the observed break. Additionally, there are checks for damage to the assemblies and components throughout the manufacturing process. There was no evidence of concentricity issues or bend in the outer tube. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. There was an out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that a tri-cut blade broke off inside the patient¿s nose during a case. They were able to retrieve the debris from the nose. There was no patient impact or injury reported.